Event description:
Event description guidant received information that this epicardial defibrillation lead exhibited an intermittent out of range shock impedance. This lead has been in service for 14 years. A guidant technical services (ts) consultant discussed that the lead may have a fracture, and recommended performing isometrics to identify if noise is present on the lead. Ts also recommended performing a maximum energy shock to verify therapy availability. These recommendations will be discussed with the physician.